Event description:
It was reported that the patient expired. The device and lead eroded out of the pocket and the patient developed septicemia. The physician suspected the patient expired due to the septicemia.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.